Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Lamitrode was returned incomplete and could not be functionally tested. There were no visible wire breaks in the portion that was returned. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
The patient received her scs system including a paddle lead and externalized lead extension on (B)(6) 2007. The lead extension was removed and the lead was connected to the ipg on (B)(6) 2007. It was reported that 5 days later the system ceased to deliver stimulation. Impedance readings were invalid for all electrodes. The physician explanted and replaced the lead on (B)(6) 2008. The lead was cut during the explant procedure but was returned to ans for eval. F/u on the patient found no further issues reported. No further info is available.